Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072177/7072416.

Event description:
It was reported that the patient was admitted to the emergency room due to fall that left a cut on the battery site. It was noted that patient was putting coins into the battery incision along with spoon. The physicians assistant described the induction as precisely cut along the original incision line that was made by the physician and said it to be self inflicted. The patient was prescribed antibiotics and underwent a full system explant due to an open wound, bacteria from coins and spoon being placed in, drainage and possibility of infection. All explanted devices will not be returned.